Event description:
It was reported by the physician that the right ventricular (rv) lead pace/sense portion was buckled. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D284trk implantable cardioverter defibrillator, implant date: 2009-(B)(6); 5076-52 implantable pacing lead, implant date 2005-(B)(6). (B)(4).